Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside sterile fluid pathway of a one link micro extension set, this was further described as "hair caught inside the seal of the sterile package." This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device and a photograph of the sample were received for evaluation. During visual inspection, foreign matter was observed outside fluid path inside blister pack. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.